Event description:
Facility reported one hour into treatment 300 cc of blood was noted on the floor. The venous line had become disconnected from the tesio catheter (implant date not known). Normal saline given and the pt was sent to the hosp. The sample is not available for examination. Questionnaires faxed to facility to gather further info. Medwatch filed on medical intervention.